Event description:
It was reported by service report that the foot end of the stretcher would not pump up intermittently. The customer reported that they did not know if there was patient involvement or if there were adverse consequences to report.